Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. Analysis of the device memory had an observation relating to the battery longevity estimator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the transmission from the implantable pulse generator (ipg) interrogation showed an atrial lead impedance of zero and a decreased battery longevity. It was noted that there was a programming session 30 minutes prior to the alert. Another transmission was sent and the ipg impedance and longevity measurements were normal. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.